Event description:
It was reported that the crack on near battery compartment. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.